Event description:
It was reported that during use with an unspecified amount of bd veo¿ insulin syringes with bd ultra-fine¿ needle the hub is damaged and "appears to be burnt/melted". 2 of 2 issues. The following information was provided by the initial reporter: consumer also stated that the needle hub is damaged, appeared to be burnt/melted.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 28-aug-2023 h6: investigation summary customer returned (1) 0.3ml 31ga 6mm syringe in an open polybag from the lot# 2213816. It was reported by the consumer that needle is bent and do not allow any liquid to go through. Consumer also stated that the needle hub is damaged. The returned samples visually verified and observed no damages. Functionality test was performed and observed no issues. No issues of any kind was observed on the returned samples. Therefore, embecta was not able to confirm the customer reported issues. A review of the device history record was completed for batch # 2213816 all inspections were performed per the applicable operations qc specifications. H3 other text : see h10.

Event description:
It was reported that during use with an unspecified amount of bd veo¿ insulin syringes with bd ultra-fine¿ needle the hub is damaged and "appears to be burnt/melted". 2 of 2 issues. The following information was provided by the initial reporter: consumer also stated that the needle hub is damaged, appeared to be burnt/melted.